Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported via legal documentation that approximately 102 months after a right total knee replacement procedure, the patient underwent a revision procedure to address osteolysis, synovitis, delamination of the polyethylene, polyethylene wear, instability, loss of mobility, swelling, and pain. No further issues or complications were reported. Additional information received from the facility noted that the patient was revised due to failure of their total knee replacement and femoral debonding/loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: g.

Manufacturer narrative:
D10: concomitants: 02-012-35-3011 - logic tibia ps mod insrt sz 3 11mm. This follow-up report is being submitted to relay additional and/or corrected information. The following sections were added/corrected: b1, d1, d4, d10, g4, h6: clinical code, medical device problem code, type of investigation, investigation findings, investigation conclusion. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Based on the reported information, it appears that the osteolysis, synovitis, joint laxity, swelling and pain may be related to the reported loosening and wear. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.